Event description:
The pt was supported with an extracorporeal blood pumping system for biventricular support. During placement of the device, the cannulas were tunneled from inside out, and upon exiting the skin, the red and blue labels of the drainage and return cannulas peeled off. The hosp staff was able to remove the labels from the exit site.

Manufacturer narrative:
Additional information the reported event of the band slipping off the cannula is unable to be confirmed. Patient was weaned off of centrimag and remained ongoing following this event. The cannula was not available for analysis. The colored band on the cannula do not perform a function directly relevant to the support of system. The band identifies the drainage (red) and return (blue) cannula respectively. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was provided stating: product will not be returning to thoratec. Patient was weaned off of centrimag and ongoing.

Manufacturer narrative:
The cannula will not be returning to the manufacturer for eval, and the lot numbers are unk (ref MFR report #: 2916596-2014-01073 for the drainage cannula). No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.